Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter alleged inaccurate high results. The reporter obtained blood glucose results of "1.5 - 2 mmol/l higher than otum" with a lifescan ot verio iq meter and "1.5 - 2 mmol/l lower than otviq" on a ot ultra meter, performed within an undetermined amount of time. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.